Event description:
Olympus was informed that during an unspecified procedure the esg-400 hf-generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to olympus for investigation/evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the issue has reportedly been resolved by the user facility, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.